Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The medical team stated that the source of the patient's stroke was cardioembolic which means that the embolus could have derived from the device or the native heart. Based on the available information, clinical factors that may have contributed to the reported event include the patient's past medical history and recent history subtherapeutic inr with anticoagulation adjustment. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that this patient was admitted to the hospital with stroke-like symptoms related to ischemic stroke. The patient presented with left facial droop and arthralgia. Diagnostic testing results a revealed cardioembolic event with damage to the lacunar area. The last report received from the clinical specialist indicated that the patient was stable without neurological deficit.

Manufacturer narrative:
The patient has had 2 events, one on (B)(6) and the other on (B)(6). Both resulting in left facial droop and arthralgia. It was stated that the site was calling them "cardioembolic events with damage to the lacunar area". It was further stated that the patient was never hypertensive and had no residual effects. No additional information available. (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. Log file analysis revealed normal pump parameters and no alarms recorded for the 14 days leading up to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event.  There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The medical team stated that the source of the patient's  stroke was cardioembolic which means that the embolus could have derived from the device or the native heart.  Based on the available information, clinical factors that may have contributed to the reported event include the patient's past medical history and recent history subtherapeutic inr with anticoagulation adjustment. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility.  Though the root cause of the reported event cannot be conclusively determined there are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.